Event description:
A malfunction code labeled as malf 16 was reported, displaying as fault ID malf - 16-0x20e6, and it was noted that this issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. As a corrective action, technical support arranged to replace the pump while confirming that the customer would use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it with a pre-paid label within 10 days, which they understood and acknowledged.